Event description:
It was reported that the patient with this right ventricular (rv) lead fell, with this right ventricular (rv) due to their pacing skipping. This right ventricular (rv) lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).